Event description:
History dilated cardiomyopathy with ef 20-25%. Bivent icdd placed in 2005. Right vent lead is malfunctioning. Admitted to facility in 2006 for rv lead replacement and programmer redeployed (reused). Initial placement was in 2005. Old rv lead removed and new rv lead replaced.